Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the patient reported they received a new implant three weeks prior since their old device was going bad and didn't accept a charge. When he first had the implant it would charge for 25-35 minutes, but then suddenly it started to take longer and longer to charge; sometimes it took three hours to charge so the healthcare provider (hcp) decided to replace it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that prior to having their device replaced they experienced a loss of stimulation. It was further reported they thought the device was going to last eight years, but it only lasted three years or maybe a little longer. As a result it was replaced with a rechargeable device.

Manufacturer narrative:
Concomitant products: product ID 3587a25, lot # n305757, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n305756, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n305756, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n305755, implanted: (B)(6) 2012, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
The consumer reported that patient was charging too frequently. It was noted that the patient charged their implantable neurostimulator (ins) 100% full. The patient charged every night and it took him an hour and a half to charge. Some people were telling him he needed to have it removed and replaced. Since before may of this year, recharge time was increasing and he started having to charge an hour and a half every night. It was noted that the patient was able to get 8 coupling boxes when charging. No changes had been made to programming and the most recent reprogramming was in (B)(6) 2014. They were unhappy with the battery life and the healthcare provider (hcp) said that there was a problem with the batteries and that they were not lasting 9 years and they thought there was a problem with his battery. It was noted that patient¿s implant was for motor cortex. A surgery was scheduled for (B)(6) 2015, which might be moved up, that would involve the explant of the ins for the issues. It was noted that the patient's relevant medical history includes other pain indications ¿ other. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.